Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection and delivered a correction bolus via the pump to address bg. The customer reverted to an alternate method of insulin therapy.